Event description:
The device misfired during a lap. Roux-en-y procedure. The surgeon reported that only proximal staples formed and the rest of the staples did not form and the device did not cut either. It was the first firing on the stomach, but the 2nd reload. The surgeon used another device to finish the case with no pt consequence.